Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted: the first image depicts the product identification label. The second image depicts catheter in a bag. The catheter is blood stained and the distal end of the cannula is disengaged near the cuff. The third image depicts the upc code label. The fourth image depicts the catheter in a bag. The hub and cuff are visible. Without the physical device functional evaluation is precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use for dialysis, it was found that blood leaked out from the catheter shaft .5 centimeters before the bifurcate. It was stated that a small hole was noted on the shaft. It was also stated that the day prior, insertion went smooth, both extensions were "smooth" and the device was sealed with heparin. No other defect was noted, no intervention was required s a result of the leaking. There was blood loss of 5-10ml and no transfusion was done. It was also stated that flushing was done to measure the flow and before placing the device and no leakage was found. It was reported that the catheter was not repaired, they did not use any cleaning agent on the device, tego was not used and there was no luer adapter issue. They had to explant the catheter and reinsert a new device with the same product and lot and was stated to be working normally and this resolved the issue. The patient went on dialysis normally. There was no reported patient injury.